Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, service confirmed the reported power issue and found it was caused by a faulty power switch. In addition, service found the battery on the circuit board that powers the clock had run out, and dust was observed inside the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the power of the subject device would not turn on. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received from the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the power switch would not remain pressed due to a faulty converter, causing the device to not turn on. However, the root cause of the faulty converter could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility regarding the reported issue (power would not turn on). The reported issue was observed during pre-use inspection of the device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device of the same model (otv-s7pro). There was a delay in the procedure of approximately 30 minutes, but there was no impact on the patient.